Event description:
A caller reported encountering a cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a complete pump reset, after which the error no longer appeared, and the customer successfully initiated their sensor session.